Manufacturer narrative:
The technician found the casters were worn. He replaced the brake and plain casters to repair the bed.

Event description:
Information received indicates the brake is not locking properly, preventing the brake from holding.